Event description:
Resident was using walker in room. Nurse heard loud crash and resident yell out. Found walker with resident on floor. Right handle to walker was loose and much shorter than the handle on the left. Screw had come loose so handle was no longer secured.